Event description:
A malfunction with the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced and advised the customer on using a backup insulin pump. The customer was informed about programming settings and connecting their cgm to the replacement pump and was instructed on storage and return procedures for the defective pump.